Manufacturer narrative:
This report is being filed on an international product, list number 191-000j that has a similar product distributed in the us, list number 190-000. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m173696 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000j / lot m173696 and test base part number 190-430 / lot m173696. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m173696 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction. A review of complaints against the kit lot for the reported issue indicates product performance is as expected and a product deficiency has not been identified.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported conflicting results with the ID now covid-19 assay performed on (B)(6) 2022 with a nasopharyngeal sample. The first test generated a positive result. Two repeat tests were performed on the same day generated negative results. Another test was performed with the smartgene platform and generated an invalid result. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.